Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "chest pain", "axillary pain" and "rupture". Later patient reported "asymmetrical, deformation on the right uneven, interrupted capsule of the implant." This record is for the right side. Device remains implanted.